Event description:
It was reported by service report that the head wall data cable had a bent and damaged pin. The customer could not determine if there was pt involvement or if there were adverse consequences to report.